Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that he obtained blood glucose readings of 66 mg/dl at 4:25 p.m. And 314 mg/dl at 4:30 p.m. With the contour next one meter. The customer did not experience any symptoms of hypoglycemia, however, he took two glucose tablets, 4mg each. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 1epeg06a for evaluation. An in-house testing was performed with the returned meter and test strips using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour next one meter and in-house contour next test strips from lot #1epeg06a, which gave a satisfactory performance.